Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported that the system 2450, 60-2450-120, was used in a partial mastectomy procedure on (B)(6) 2019 and the patient sustained a 1st degree burn on the right breast near the areola. The handpiece, a guardian pencil, which is not a conmed device, appeared to have a burnt plastic odor. The surgical team noticed the electrocautery plastic was melted and burned at the junction between the latter and the cautery tip. This caused a burn to the patient's skin. The handpiece and the electrode, a 3m electrode, also not a conmed product, were exchanged. The generator unit, system 2450, which is the conmed device, continued to be used as another generator was not immediately available. The procedure was completed as planned. Since the burn was a 1st degree there was no medical intervention or treatment necessary.

Manufacturer narrative:
Evaluation found the unit was dropped causing several components to be damaged. Also, rf output contacts, electrode output and torsion spring needed replacement, the controller software needs to be upgraded and the software fpga needs to be upgraded. Additionally, the pm is overdue. The service history was reviewed and found that the parts to be replaced were identified and entered by the canada repair facility however, the device was returned to largo where the listed components were replaced. At the time of the complaint, the device was 60 months of age. Due to the age of the device, a DHR review will not be conducted. A two-year review of complaint history revealed there has been 4 complaints regarding 4 devices for this device family and failure mode. During the same time frame 2,666 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .002. Per the instructions for use, the user is advised the following; reusable accessory cables should be periodically function and safety tested in accordance with the original manufacturer's instructions. Visually inspect all accessories before use to verify the integrity of insulation and the absence of obvious defects. Additionally, the recommended service interval for this device is 12 months. This issue will continue to be monitored through the complaint system to assure patient safety.